Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead had a latitude yellow alert for a high out of range pacing impedance measurement, greater than 2000 ohms. A review of the measurements indicated that there had been 5 days of >2000 ohms impedance measurements since the implant procedure, which was approximately (B)(6) months ago. Pacing thresholds measurements and sensing were normal. Pocket manipulations and isometrics were performed, however no noise could be generated. A boston scientific crm technical services consultant discussed that since there was no noise on the lead and all other measurements were stable and in range, they could consider monitoring for now. However, an intermittent connection issue could not be ruled out. To date, there have been no adverse patient effects reported.